Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was stuck on data upgrade in progress. A technical support specialist (tss) checked the device with medication application showing, spoke with the customer, and confirmed that the fse had reimaged the device which resolved the issue; customer provided permission to close the case. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was stuck on "data upgrade in progress" after a remote upgrade. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.